Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user reported that during preparation of a impella cp procedure the console had a connection cable that was connected to the aic, the previous product preparation screen was displayed. (The process of connecting the connection cable to the catheter plug.) Pressing the cancel button and reconnecting the connection cable returned the screen to normal. There was a delay of approximately two minutes before assistance began, but this did not affect the patient's condition. In addition to a impella connect connection failure that occurred during use in the cath lab. It was noted that after connecting the pump catheter, an impella connect alert was not sent. When checking impella connect, it was not displayed. They contacted the service department and attempted to check the usb port connection and restart the device, but the situation did not improve. However, the procedure was completed successfully with the same console.

Manufacturer narrative:
The intermittent pump detection issue was likely due to circuit board clock startup issue. The rlm was not powered due to a misaligned backstrap cable, which prevented power from reaching the module and stopped it from booting.

Event description:
An impella cp was inserted via the femoral artery to support the 77 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was supported by extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs prior to the pump placement. The patient was placed on support prior to neurological imaging after falling/collapsing out in community. The team after cp and ECMO placement did imaging and observed a subdural hematoma. After the angioplasty for the coronary disease was performed there was an access site ooze noted at the implant site. When the cp and automated impella controller(aic) were setup there was a delay of approximately 2 minutes due to connection problems. The delay caused no harm or injury. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The aic troubleshooting was performed with no consequence to the patient and support. After 6 days of support the pump was weaned and explanted. The patient survived.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.